Event description:
The customer reported that an 840 ventilator was inoperable. The customer did not know if the alleged incident occurred during pt use. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the solenoid 1 and running ventilator on test lung. Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4).